Event description:
Un-reporting seroma-late. Device has been explanted.

Event description:
Patient reported rupture and capsular contracture (unknown baker grade) diagnosed by MRI. MRI result provided shows "liquid deposit on the boarders of implant." Un-reporting seroma-late. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reports rupture and capsular contracture (unknown baker grade) diagnosed by MRI. MRI result provided shows "liquid deposit on the boarders of implant." Device remain implanted. This relates to the left device.

Event description:
Physician reports, rupture. And capsular contracture, (unknown baker grade). Diagnosed by MRI. MRI result provided, shows "liquid deposit on the boarders of implant". Device remain implanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture, baker grade unknown. And seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device explant surgery scheduled on (B)(6) 2024. Reason for reoperation: rupture, capsular contracture, baker grade unknown. And seroma-late.